Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of stent migration post procedure. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu lists stent migration as a known physiological effect of the procedure noted within the adverse events section. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. The procedure was completed successfully, and the patient was discharged the following day ¿in good condition.¿ however, the patient presented on (B)(6) 2014 with abdominal pain and fever. Removal of the stent was attempted. During the removal procedure it was noted that the stent had migrated to the contralateral wall of the duodenum and caused a perforation. This resulted in an abscess and damage of the adjacent colon. Thus, on the same day, surgery (ileostomy) was completed, in part due to the abdominal infection. The patient remained in the hospital. Attempts to ascertain the patient¿s condition following surgery have been unsuccessful.